Event description:
On 2025-06-02, berlin heart clinical affairs was informed that the patient seizure on (B)(6) 2025. CT was performed, and small clots in the brain were identified. At the time of the event, small fibrin were noted in the inflow and outflow area of the excor blood pump; 15 ml in/out; ø 9 mm. The patient was escalated to a continuous flow device on (B)(6) 2025 and was successfully weaned and explanted for recovery on (B)(6) 2025.

Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until the escalation to a continuous flow device (temporary vad) the event occurred on 2025-06-01, which is (51 days) after the pump was placed on the patient. According to the site, the patient was successfully weaned and explanted for recovery on (B)(6) 2025. We have reviewed the production records of the excor blood pump and concluded that the pump was produced according to our specification.